Manufacturer narrative:
The investigation determined that lower than expected tsh quality control results were obtained from a single level of vitros ftc l2 tested on a vitros eci immunodiagnostic system. The assignable cause of the event is unknown; however, a pre-analytical sample related issue, an unexpected reagent or an instrument issue cannot be ruled out as contributing factors to the event. The investigation is ongoing.

Event description:
The customer obtained lower than expected vitros tsh results from a single vitros free thyroid control (ftc) sample tested on a vitros eci immunodiagnostic system, compared to the ftc target mean from the package insert.. Vitros ftc l2 results of 0.099 and 0.369 miu/l vs. An expected result of 1.42 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action if the same issue occurred undetected involving patient samples. Ocd cannot confirm that patient samples were affected, and cannot conclude that patient samples would not be affected if the event were to recur undetected. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).